Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 7.7 mmol/l at the time of incident. The customer stated that the motor error alarm occurred while they were trying to change the reservoir. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.